Manufacturer narrative:
The device has not returned for investigation. If the device returns an investigation will be performed at that time. A review of the DHR was performed. All units from the work order passed final inspection.

Event description:
According to information received via medwatch report: the patient reported the device caused a cyct on her back to rupture resulting in significatn bruising and pain. No additional information has been provided.